Event description:
It was reported that the patient's generator was replaced and high impedance was observed after interrogating and performing system diagnostics with the new generator. Follow up with the patient's surgeon and neurologist determined that there was no record of high impedance from office visits prior to the surgery. No relevant surgery to address the high impedance is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's generator and lead were replaced. Explanted devices are discarded per the hospital's policy, and will not be returned for analysis. No additional or relevant information has been received to date.